Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Doctor was using the inzii bag during her lap chole and the bag did not deploy when she tried to deploy it. Only the sharp end came out but not the bag. The patient was not injured. Additional information was received via email on 10oct2018 from applied medical account manager: the metal supports were fully exposed upon deployment and no bag was exposed. No bag was ever seen. Bag was missing entirely according to surgeon. The device did not jam during deployment of the actuator/plunger. The bag was deployed as per the IFU. The bag was not attached to the string to the plunger as there was no bag. The device was safely removed from the patient. The surgeon did no elaborate. Yes. There was enough room in the body cavity for the bag to open. Patient status: not injured. Type of intervention:unknown.

Event description:
Procedure performed: laparoscopic cholecystectomy. Doctor was using the inzii bag during her lap chole and the bag did not deploy when she tried to deploy it. Only the sharp end came out but not the bag. The patient was not injured. Additional information was received via email on 10oct2018 from applied medical account manager: the metal supports were fully exposed upon deployment and no bag was exposed. No bag was ever seen. Bag was missing entirely according to surgeon. The device did not jam during deployment of the actuator/plunger. The bag was deployed as per the IFU. The bag was not attached to the string to the plunger as there was no bag. The device was safely removed from the patient. The surgeon did no elaborate. Yes there was enough room in the body cavity for the bag to open. Patient status: not injured. Type of intervention: unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The introducer rod was returned without a tissue bag and cord loop. Upon inspection of the incident device, the tip of the pawl was observed to be deformed which suggests that it is likely the actuator was deployed/retracted more than once. Based on the condition of the unit that was returned, the exact root cause of the reported event could not be determined. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.